Event description:
The manufacturer service technician reported that a broken bur stuck to the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.